Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# unknown, product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the hcp knicked the extension with one of their surgical tools. The impedances were reported to be about 100 ohms lower than pre surgery readings, but within normal limits and no problems were found. The hcp reported that the cut did not look like it extended through the insulation and since the impedances were normal he decided to continue with the product. There was no indication that surgery was prolonged or no patient symptoms reported.